Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to press button and charge pump, while red light blinked around button and pump vibrated periodically. There was no adverse impact to the customer¿s blood glucose level. Customer used backup insulin pump to maintain insulin delivery, received instructions to place nonworking pump into storage mode, and was informed about programming settings and connecting cgm on replacement pump, while technical support arranged replacement pump shipment and instructed return of problematic pump using prepaid label.